Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the downstream tubing guide was failing. This part is a known contributor to downstream occlusion alarms and has been replaced.

Event description:
During review of the event history log was determined that a repeating pattern of downstream occlusion alarms suggests that the device was falsely alarming for downstream occlusions. The occurences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.